Event description:
It was reported that a patient using the ilet bionic pancreas for three days experienced postprandial hyperglycemia to 250 mg/dl after dinner followed by recurrent hypoglycemia with nadirs to 50¿54 mg/dl, and variable recovery after treatment, while noting that the system was still adapting and that cgm low alerts were not occurring as expected. Symptoms included hypoglycemia with documented low glucose values. Outcomes included no hospitalization, no emergency care, no ketone testing, and no reported injuries. Investigation included complaint handling and user education regarding system learning, dosing expectations, and appropriate treatment of hypoglycemia, as well as referral to the cgm manufacturer for alert troubleshooting. Investigation of this case revealed that the patient likely overtreats hypoglycemia with stacked carbohydrate intake, contributing to glucose variability. It was concluded that device function was consistent with early adaptation, user factors contributed to the event, and continued use with optimized hypoglycemia treatment and cgm alert troubleshooting was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.